Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit has a hissing and popping sound in back - red x. There was no reported patient involvement.